Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image not clear was confirmed which was due to moisture inside the charged coupled device. Additionally, device evaluation failed a leak test, and a puncture was observed on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head image was not clear. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed clearly due to humidity in the charged coupled device (ccd) lens. It is likely the cause of occurrence of the humidity was due to water entering the hole of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.